Event description:
Philips received a complaint on the v60 ventilator, indicating that the unit had an active check vent: backup alarm failed. The customer verified there is a code 1104 (backup alarm failed) in the significant log. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16888.

Manufacturer narrative:
H11: the customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their v60 had an active check vent backup alarm failure. It was reported there was no patient involvement at the time the issue was discovered. The customer verified the code was 1104 in the logs. The rse provided the customer with the parts ID for the power management (pm) printed circuit board assembly (pcba) as well as the central processing unit (cpu) pcba.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 01/25/2023, 02/01/2023 and 02/08/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11:updated contact information, contact office entity, and manufacturing site.